Event description:
On 28/jun/2022 during follow-up, fresenius became aware this 45-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized with and infection. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed on (B)(6) 2022 the patient awoke during the night experiencing ¿tremendous¿ abdominal pain and discontinued ccpd therapy to return to the hospital. While in the emergency room (ER), a peritoneal effluent fluid culture and cell count (wbc elevated, value not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime, however the dosages, frequencies, and durations we¿re not provided. The patient¿s peritoneal effluent culture result returned positive for streptococcus (species unknown), and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event which occurred during his previous hospital admission on (B)(6) 2022. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.